Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2017-02980. It was reported the patient ((B)(6)) experienced ineffective stimulation. Reprogramming was tried to no avail. X-rays revealed lead migration. The right lead has migrated slightly south and the left lead has pulled out of the epidural space. Next course of action is not planned yet.